Event description:
It was reported that the programmer was freezing intermittently and some buttons on the pacing system analyzer was not working during right ventricular threshold testing. No adverse patient effect was reported. The programmer will be returned for repair.

Event description:
It was reported that the programmer was freezing intermittently and some buttons on the pacing system analyzer was not working during right ventricular threshold testing. No adverse patient effect was reported. The programmer will be returned for repair. The programmer was returned.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing was completed; however, the baseline evaluation could not be performed due to the touch response stopped working after 10 minutes of the evaluation. The touchscreen defect was validated, where the touchscreen failure was confirmed. The programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen caused the observed touchscreen failure.

Event description:
It was reported that the programmer was freezing intermittently and some buttons on the pacing system analyzer was not working during right ventricular threshold testing. No adverse patient effect was reported. The programmer will be returned for repair. The programmer was returned.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing was completed; however, the baseline evaluation could not be performed due to the touch response stopped working after 10 minutes of the evaluation. The touchscreen defect was validated, where the touchscreen failure was confirmed. The programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen caused the observed touchscreen failure.